Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed low speed operation events and pump stops; however, a direct cause for the reported event could not be conclusively determined through this evaluation as no product was returned for evaluation. A direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2020, to (B)(6) 2020. The pump operated above the low speed limit until (B)(6) 2020, at 15:12:47 when the log file recorded a low speed operation event which progressed into a pump stop. The log file continued to record intermittent low speed operation and pump stoppages for the remaining duration of the log file through 18:36:54. This abnormal pump operation occurred on both grounded (power module) and ungrounded (14v batteries) power sources. Additionally, a driveline fault alarm was recorded for the majority of the log file, indicating potential damage to the inner conductors of a wire. Based on previous complaint experience, the atypical pump behavior captured within the log files could be indicative of a potential driveline issue. The patient reportedly expired, and the pump was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of death was requested but not provided. Serial number and UDI number were requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were driveline faults starting on (B)(6) 2020 that continued for the remainder of the file, beginning on (B)(6) 2020 there were also low speed and pump stops on battery power until the controller was disconnected on (B)(6) 2020. A separate log file contained information from (B)(6) 2018 that had backup battery issues with pump stops and elevated pump powers. Another log file was sent that did not contain any useful information. It was reported that the patient was admitted to the emergency room, the patient's controller was exchanged by an ER nurse. No x-rays were taken at the time of the event. It was reported that the patient collapsed and became unresponsive. CPR was initiated and full code was conducted, the lvad pump status during the event was pump off, the site was unable to restart due to possible driveline communication failure. The controller showed low flow at the same time as the lvad monitor showed pump off at spontaneous times during the event. The site was unable to regain a pulse, the patient expired.